Event description:
The end user reported a medic felt a static shock when he touched the stretcher. It was reported this occurred during a patient transport but the patient was not affected and was not injured. The medic did not allege injury nor did he seek medical intervention.